Event description:
A talent stent graft system was selected for the use in a patient for an endovascular treatment of a thoracic aortic aneurysm. Taa lesion was reported to be fusiform and located in zone 4. Vessel morphology was not reported. It was reported that a talent taa stent graft system was received (no damage to the outer box). Upon opening the package to prep the device for the procedure a hair line fracture was noted near the quick disconnector. Additionally, while flushing the device a leak at that cracked site was noted. Since there was no issue flushing the inside of the stent graft, the talent taa device was used to treat the patient. The stent graft was successfully deployed and implanted without any difficulty. No clinical sequelae were reported, and the patient is fine. A review of several photos confirmed a hairline crack noted near the quick disconnect.

Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: (cause of event is unknown), failure to follow instructions (using broken delivery system).